Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary kinks were evident on the hypotube. The stent was positioned on the balloon between the marker bands as per specifications. Misalignment was evident to the 1st and 2nd distal stent wraps. Deformation was evident to the 7th and 8th distal stent wraps with struts raised. No deformation was evident to the distal tip. The exchange joint was necked. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a moderately calcified, moderately tortuous lesion with a 100% chronic total occlusion located in the proximal right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used during delivery. It was reported that the stent failed to cross the lesion due to the calcification and angle. It was stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient was reported to be alive with no injury. On analysis of the returned device, stent deformation was evident.